Event description:
It was reported that bmc rf wire was selected for pulmonary vein isolation. During the procedure when attempt was made for transseptal puncture after energization the rf j-tip wire did not cross. No error was noted. The rf did not cross even after two attempts of puncture. Thus the wire was replaced and the procedure was completed successfully. No patient complication was reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The device has been received for analysis. The reported allegations are not confirmed based on successful testing of the returned product. DHR/service history review: the rfw lots associated with the event, 37105597 and 37145524, were reviewed. There were no non-conformances identified that would impact this event. Labelling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described withing this complaint. No updates are required to the IFU as a result of this event. Risk review: upon review of the complaint, the information provided does not indicate a new hazardous situation. Additional review is not required. The information within the event description and from testing of the returned device insufficient to confirm the cause of the failure "cause not established" was therefore selected.

Event description:
It was reported that bmc rf wire was selected for pulmonary vein isolation. During the procedure when attempt was made for transseptal puncture after energization the rf j-tip wire did not cross. No error was noted. The rf did not cross even after two attempts of puncture. Thus, the wire was replaced and the procedure was completed successfully. No patient complication was reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.